Event description:
Healthcare provider called to report a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, white particles device outer surface, wear abrasion and one crack opening. Leak test and microscopic analysis was performed which identified one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare provider called to report a right side deflation. The device has been replaced.